Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure instead of a revision.

Event description:
A report was received that the patient had pain at the ipg site and trouble charging the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the ipg site and trouble charging the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pain at the ipg site and trouble charging the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.